Event description:
Product is abbott freestyle libre 2 system (sensor plus reader). System consistently provides blood glucose measurements that deviate significantly to finger stick/glucometer. Each sensor if "off" to a different degree. Deviations are significant - sometimes reads "high" (up to 60 points above finger stick), sometimes reads "low" (typically 20 points lower than finger stick), resulting in both false highs and false lows. In some cases the sensor does not start at all, or only works for a few days. While advertised as requiring "no calibration" I routinely compare each new sensor to a series of glucometer readings to determine the "bias" of each one. A friend using the same system reports the same problems I've described above. There is much discussion about these problems on the web. Abbott does replace sensors when contacted, and requests that defective sensors be sent back for analysis but recently have not provided sufficient biohazard shipping materials for all returns to be made. FDA safety report ID# (B)(4).